Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a programming error with heparin infusion that resulted in under infusion. The clinicians mixing up rate and u/kg/hr and titrating ml/hr instead of u/kg/hr. The heparin infusion was initiated in u/kg/hr however was then changed by the clinician from unit to ml/hr. The customer requested a product enhancement request to only be able to program u/kg/hr. This was reported to bd representatives during site visit. There was patient involvement, but the outcome is unknown. Although requested, no further information was known by the customer.